Event description:
It was reported that, "when attempting to put in the screws and perform final tightening, the screw-heads snapped off the screws."

Manufacturer narrative:
Device not returned for eval. Internal investigation in progress, but not yet complete.